Manufacturer narrative:
Batch review performed on 03 may 2024: lot 2114943: (B)(4) items manufactured and released on 21-dec-2021. Expiration date: 2026-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
On (B)(6) 2022, the patient underwent knee primary surgery. Implantation of gmk-sphere femoral component 7 - tibial insert 5 10mm - tibial tray 5, without resurfacing patella. On (B)(6) 2024, the patient underwent the first revision surgery due to anterior pain. Patella bone resurfacing performed and resurfacing patella size 4 implanted successfully. No issues were detected with the other gmk sphere devices implanted in the patient's knee. On (B)(6) 2024, the patient underwent a second revision surgery due to infection caused by staphylococcus aureus. Washing of the knee, explantation of the tibial insert (prevention) and reimplantation of a new one with the same size.